Event description:
Same case as MDR ID: 2134265-2014-04364. (B)(4) study. It was reported that chest pain, dyspnea, diaphoresis, myocardial infarction (mi) and thrombosis occured. In (B)(6) 2010, the patient was presented due to chest pain and bilateral arm heaviness. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de novo, thrombotic lesion located in the mid left anterior descending (lad) with 99% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 20 mm taxus® liberté® stent, with 0 % residual stenosis. Target lesion #2 was a de novo lesion located in the distal lad with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct placement of a 2.50 x 16 mm taxus® liberté® stent with 0% residual stenosis. Three days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was presented due to severe chest pain radiating to arms and bilaterally associated with dyspnea, diaphoresis and shortness of breath. The patient was hospitalized. Electrocardiogram (ECG) revealed marked left axis deviation, st elevation, t wave changes in lateral leads and evidence of myocardial ischemia. Troponin I value was found to be elevated. The patient was diagnosed with st elevation myocardial infarction and cardiac catheterization was recommended. At the time of the event, the subject was taking only aspirin. The study drug was last taken in (B)(6) 2011 and 'other' antiplatelet medication was last taken in (B)(6) 2011. Coronary angiography revealed in-stent occlusion in mid lad and thrombus in distal lad. The in-stent occlusion in mid lad was treated with balloon angioplasty and placement of 3.5 x 32 mm promus premier stent with no residual stenosis. In addition, the thrombus in distal lad was treated with 2 boluses of integrillin. In (B)(6) 2014, the event was considered resolved without residual effects

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).